Event description:
In 03/2004 the user facility's qa analyst informed the MFR's rep of the following: this patient with a history of esophageal cancer, had a port placed in 2004. Recently, patient noticed signs of infections at the site of the port and possibly leakage as well. Patient's doctor ordered an angiogram in 02/2004, which revealed a leak of contrast near the connection site. The patient then had the port removed and replaced with a new one that day. Patient tolerated the procedure well and was discharged home same day.